Event description:
Sample received.

Manufacturer narrative:
Investigation summary: it was reported by customer that a small amount of fluid was leaking from the patient¿s chemotherapy line. One sample was received for quality evaluation. Visual examination was conducted and the sample was received with the tubing cut right before the distal male luer connector. The portion of the sample that was received intact was primed with water and a simulated infusion was conducted at a rate of 125 ml/hr. There were no leaks, air-in-line or occlusions identified. The portion of the infusion set that was cut off could not be tested because the end of the tubing was permanently clamped off. The customer complaint of leakage could not be verified. A root cause could not be determined because the failure was not replicated. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that bd alaris pump module infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that a small amount of fluid was leaking from the patient¿s chemotherapy line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed